Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: product analysis: the inserter appears to lock on to a screw head properly when functionally tested. There is some damage noted to two of the locating tabs at the tip of the inserter. This damage could be the result of the force needed to dislodge the screw head from the inserter. There are also witness marks where it appears the screw head came in contact with the flat of the inserter's tip. Both of these observations are consistent with force from a bending moment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display associated instrument with damaged mas head engagement feature.

Event description:
Pre-operative diagnosis for this procedure: t12 fracture type of procedure or technique used: "percent" stabilisation levels implanted: t11-l1 it was reported that during surgery, the extender popped off the screw during reduction. No patient complications were reported as a result of this event.